Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being currently hospitalized for high blood glucose level of 600mg/dl and diabetic ketoacidosis. The customer had symptoms such as vomiting and heart pain and treated with the pump. Customer indicated that their blood glucose value was 226 mg/dl at the time of the call. Troubleshooting found that the customer had an issue with their pump. The customer's call was dropped and a call back was not possible.